Manufacturer narrative:
It was mistakenly reported that a DHR was done for this investigation. The batch # is unknown and the reported DHR was accidentally done for a different cat/batch# combination. The method codes have been updated as a result. Method codes: 10.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation: one syringe sample was received for evaluation. It has grease in the luer tip, therefore failure mode is verified. Also one photo was provided showing a syringe with brown spots at the flange, on the barrel and at the luer tip of the syringe. During the printing process, the syringe rides on chains. The chains are oiled to preserve the function and improve the life of the chains. When the chains are oiled, it is possible that excess oil was applied and if not cleaned properly it can contaminate the syringe. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or medical intervention.